Event description:
It was reported that the female connector separated from the main body of the minicap transfer set; further described as the dark blue connector unscrewed from the housing. This was observed when disconnecting after peritoneal dialysis therapy. The patient struggled to disconnect the previous morning. The transfer set was replaced to resolve the issue.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.